Manufacturer narrative:
Article citation: ¿role of macrotextured shaped extra full projection cohesive gel implants in primary aesthetic breast augmentation,¿ by paolo montemurro, md; mubashir cheema, mbbs, mrcs, frcs (plast); per hedén, md, phd; massimiliano ferri, md; alessandro quattrini li, md; and stefano avvedimento, md, published in aesthetic surgery journal 2017, vol 37(4) 408¿418, published 11/nov/2016. Follow-up is being performed with reporter for more information regarding this case. If new information is received, it will be reported in a supplemental report. The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reported events are addressed in the labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation.

Event description:
Reviewed article ¿role of macrotextured shaped extra full projection cohesive gel implants in primary aesthetic breast augmentation.¿ article reports that in 5 cases, patient experienced event of capsular contracture, baker grade unknown. Treatment is not specified. Side unknown.